Event description:
It was reported that this previously capped right ventricular (rv) lead was part of the system revision due to infection. No adverse patient effects were reported. The previously capped rv lead was explanted.